Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA. Attachment: article. ¿cumulative sum analysis of the learning curve for the preclosure technique using proglide"

Manufacturer narrative:
(B)(6) 2019 is an estimated date of event. Exemption number e2019001. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effects of occlusion and surgical procedure are listed in the perclose proglide instructions for use, as known adverse event associated with use of suture mediated closure devices. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Details are listed in the attached article, titled ¿cumulative sum analysis of the learning curve for the preclosure technique using proglide." It was reported through a research article that perclose proglide suture mediated closure systems may be related to the following: unspecified failures, access site bleeding/ failure to achieve hemostasis and occlusion which may result in the need for an additional closure device or surgical repair requiring additional treatment time. No additional information was provided.